Event description:
This notification is being reviewed due to a user of a dreamstation auto bipap device. The device was returned to a third-party service center for evaluation. During evaluation, foam degradation was observed within the device assembly. Error code 200 and error code 191 (indicating an issue with the pca) was found in the device log history. There was no serious patient harm or injury. There was no medical intervention reported.